Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. A review of the submitted log file spanned approximately 16 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 22:50 and 22:59, while connected to the mpu, a no external power alarm activated due to both white and black lead voltages diminishing to 3.4v and 0v respectively. The backup battery was able to provide power to the controller during this event, and the alarm cleared after the power was restored. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The mpu (serial (B)(6) ) was not returned for analysis. Additional information received on 09apr2021 indicated that it was unknown whether the power cord came loose at the wall outlet. It also indicated that the unit does have a v-lock and it would not be returned at this time. A root cause for the reported event cannot be conclusively be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low flow and no external power alarms. Heartmate ii IFU section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables and patient cable when connected to mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu has a v-lock connector on the ac power cord. It is unknown if the power cord came loose at the wall/outlet or the back of the unit. The patient experienced a static shock when the mpu began alarming.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated when he plugged into his mobile power unit (mpu) the device alarmed. A log file review was requested. The log file captured low flow events on (B)(6) 2021. The no external power events on (B)(6) 2021 were noted in the log file and may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history.